Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was high intraoperative impedances. The impedances were greater than 40000 ohms due to an open circuit. The representative determined high impedances greater than 40000 on contacts 6 and 7. Those contacts were not used and the patient was closed up. The lead configuration was correct. The patient had a new stimulator and lead due to normal stimulator battery depletion.